Event description:
It was reported that "no readings", "sensor error" or "brief sensor issue" occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that both the receiver and mobile device displayed. No readings, brief sensor issue or sensor error under 1 hour. The patient was at the grocery store during this time and did not have bg fingerstick. The patient had confusion and a bystander called 911. The bg was 46 mg/dl checked by an unspecified person. The patient was treated by the ambulance with a glucose tab. After treatment, the bg was 180 mg/dl and emergency medical services departed after an hour. There was no documentation of treatment for rebound hyperglycemia. The patient was feeling just fine during the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.